Event description:
It was reported that an ilet user experienced continuous glucose monitoring signal loss to the ilet while still receiving readings on the paired dexcom g7 app, indicating a communication issue between the ilet and the cgm transmitter. Symptoms included no adverse physiological effects and no change in blood glucose status. Outcomes included no medical intervention and no hospitalization. Investigation included customer-guided troubleshooting and education, including toggling cgm configuration from g7 to g6 and back, reentering sensor information, and restarting the sensor, after which the sensor began pairing. Investigation of this case revealed restoration of pairing behavior consistent with a transient connectivity disruption between the cgm and the ilet. It was concluded that the event was attributable to temporary signal interference or pairing disruption, resolved through standard troubleshooting without device malfunction or patient harm.